Event description:
It was reported that this right atrial (ra) lead was surgically abandoned during a generator changeout procedure due to a fracture noted on this device. An xray was used to confirm the lead fracture. This ra lead will not be returned for analysis. No additional adverse patient effects were reported.